Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The pump passed the displacement test. The pump was received with normal operating currents. The pump passed the self test and off no power test. The pump was received with a corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that the battery out takes about 15 minutes to get the insulin pump to turn back on insulin pump. The customer to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.